Event description:
The customer reported that the insulin cartridge leaked at least twice over the span of a week, with the issue originating at the cartridge septum. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and declined replacement cartridges.